Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tone. The physician interrogated the device and there were no faults or warning but there was a message indicating that a magnet was over the device. The patient has expander which had a magnet in it, as part of the reconstruction surgery of breast cancer. The physician re-interrogated the device and no message had appeared. Boston scientific technical services (ts) explained that if it was thought that the magnet in the expander was affecting the device, then may program off the magnet response. Ts also suggested saving data for analysis in order to verify the occurrences of magnet affecting device. This expander was only temporary until reconstructive surgery. Attempt to obtain additional information was unsuccessful. Device still remains in service. No adverse patient effects were reported.